Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the usb cable was damaged and wired were exposed. Reportedly, the customer was able to successfully charge the pump with an alternate cable. Customer's blood glucose level was 100 mg/dl.